Event description:
It was reported that during implant the physician had difficulties positioning the lead due to high thresholds. Upon repositioning the helix would not extend, so the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) the full lead was returned, analyzed, and found that the helix had disengaged from helical channel. Additionally, blood was in/on the helix mechanism and sleevehead, and there was a tip seal observation.